Manufacturer narrative:
One (1) used baxter 500 ml container dextrose injection ups, one used chemoclave® bag spike lot# unknown, lot# unknown, one used administration set with chemolock list# unknown, lot# unknown, one chemolock port list# unknown, lot# unknown. As received, no damage or anomalies were identified. The returned connected devices were primed with water at gravity pressure and then leak tested. No leaks were observed. The reported complaint of leakage could not be replicated or confirmed. A device history review (DHR) lot review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved an unspecified tubing set that the customer reported an unspecified chemotherapy dripping on the ground. The rn connected the chemotherapy tubing at chairside, the chemotherapy was infusing for only a few minutes when it was noticed to be dripping. The chemotherapy tubing was clamped but was still dripping on the ground. The customer reported they were unsure if there was a hole in the chemo or if there was a malfunction in the tubing. A chemotherapy spill kit was used and environmental services (evs) properly cleaned patient room. Chemotherapy was remade by pharmacy and after a short delay, was administered to patient. There was patient involvement and a delay in therapy, however, no report of adverse event.